Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device housing was damaged. It was noted that the device had a worn casing, and lack of power. It was also noted that the device failed pre-repair diagnostic tests for general condition, marking and labeling, air hose coupling assessment, function of the soft mode switch (safety system), untrue running, excessive noise, the power with test bench, and starting behavior. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturer location was documented as (B)(6) in the initial report. The location has been updated to unknown. Contact office name/address have been updated accordingly to reflect the unknown manufacturing facility. The previous report stated the date of manufacture (dom) was mar 2, 2001. Upon further investigation it has been updated to unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.